Event description:
The customer complained after observing an unexpected negative vitros ahbc result for a single patient sample tested on a vitros 3600 immunodiagnostic system. The true ahbc status of the sample is conservatively considered to be reactive based on additional hepatitis b marker results and a positive non-vitros ahbc result. Vitros ahbc test result = (B)(6). The affected results for the patient were not reported outside of the laboratory and there was no report of patient harm as a result of this event. However, biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. (B)(4).

Manufacturer narrative:
The investigation concludes that an unexpected negative vitros ahbc result was obtained for a single patient sample tested on a vitros 3600 immunodiagnostic system. Root cause for the event was most likely due to the presence of an unknown sample interferent. However, the investigation could not rule out unexpected vitros ahbc reagent performance or unexpected analyzer performance as contributing factors.